Event description:
It was reported that after two weeks of a patient treatment with no heparin an exchange of the disposable including the cardiohelp-I was needed. Then it was recognized that the venous pressure reading changed as follows: see scanned table. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) investigated the cardiohelp-1 device in question. According to the service protocol #(B)(4) the device pressure readings were tested and found to be ok. Therefore no malfunction was detected and the failure could not be confirmed.

Event description:
Ref.: #(B)(4). This event is related to medwatch report #8010762-2015-00368.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not investigated the claimed cardiohelp-I yet. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary ag. A supplement medwatch submitted as soon as additional info becomes available.